Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime or fill, no excessive no delivery or occlusion alarm and low battery alarm due to completely broken reservoir tube lip. Device received with cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin a couple of time when priming. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump received random no delivery alarms and large piece was broken off of the reservoir compartment opening. Customer also stated that the battery life of insulin pump was down to a month and there were scratches on the display screen. Customer declined to troubleshoot for the reported malfunction. The device will not return for analysis.